Event description:
Consumer tested with bgm, received readings of 128, 88, had a seizure and went unconscious. Friends called emt for assistance, was taken to the hospital, treated and released.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.